Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the menu select knob was broken. It was noted that the upper case was broken around the menu and rate encoders. It was further noted that hanger was broken, keypad window was scratched and contaminated under control knobs, encoder assembly was contaminated, one control knob was missing and three were contaminated, hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the menu select knob on the external pulse generator (epg) was broken. It was speculated that the unit may have been dropped. No patient complications have been reported as a result of this event.